Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that white solid material was noted on the distal tip. A rotawire¿ was selected for use. During introduction, a white solid material was noted on the distal tip of the rotawire. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.